Manufacturer narrative:
Visual inspection of the device showed a deployment shaft kink that would affect usability. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in an atrial fibrillation ablation procedure. During the procedure it was noted that the shaft inside the orion basket was broken. The catheter was exchanged and the procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in an atrial fibrillation ablation procedure. During the procedure it was noted that the shaft inside the orion basket was broken. The catheter was exchanged and the procedure was completed with no patient complications.